Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 507mg/dl. The customer reported yesterday her blood glucose levels was 184 mg/dl and continued to rise. This morning the blood glucose level was 211 mg/dl. The customer had symptoms of dizziness. The customer treated with manual injections. The customer's current blood glucose level was 205 mg/dl. The customer was unable to complete troubleshooting due to the missing tubing clamp. The insulin pump will not be returned for analysis.